Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not pipette sample into well positions e10 and g7 and no error message was generated. A field service engineer was dispatched and was unable to duplicate the event. Fse replaced tip clamp in positions 7 & 10. No death or serious injury was associated with this event.